Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the scales on the precision urine meter of the drain bag were not printed.

Manufacturer narrative:
The reported event was confirmed as supplier related. Based on the evaluation, observed no scale printed on the urine meter. This complaint has been sent to supplier for further investigation and documented. The reported failure was able to be reproduced. The product was used for urological care. A potential root cause for this failure mode could be due defective/torn/broken components that may lead to final product not be according to specifications which generate at supplier site. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "urine meter bag 350: made in malaysia. Bard is registered trademark of c.r.bard, inc. Cautions/warnings: this is a single use product. Do not reuse. This product must be stored in a cool, dry place, away from wet and direct sunlight. Should the package is damaged, do not use the product. This product is sterilized by ethylene oxide gas. Catalog number: 1532300j; precision urine meter; model / closed system; drainage bag; closed system drainage bag: 2,000 ml. Precision urine meter:350ml. Not manufactured with natural rubber latex". H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the scales on the precision urine meter of the drain bag were not printed.